Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event with further detail. When the reload was without staples, how was this issue identified? Was the reload loaded into a device to be fired? If yes, was the reload locked-out (meaning no cut line or staple line was delivered)? Or was the device fired and no staples were delivered into tissue? If yes, did the device deliver a cut line? Was the cut line complete? Were staples seen in the surgical field but not in the tissue?

Event description:
It was reported that during an unknown procedure, the load was without staples, according to the medical complaint. There was no harm to the patient.